Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant at tooth site # unknown fractured and they have not been yet removed as they are well osseointegrated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown zimmer implants were not returned for investigation. As a result, visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk file. Device history record (DHR) and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information device malfunction and the reported event could not be verified since the products were not returned.

Event description:
No further event information is available at the time of this report.